Manufacturer narrative:
Product ID: 3889-33, lot# v956852, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was initially reported that the patient felt extreme pain in her rectum. The patient lowered stim. To 2.0 from 3.0, but she probably turned stim. Off too. Patient's ins was off when patient services first spoke with her. The patient had some relief. The patient was scared that if it didn't work, she would have to have surgery for removal. The patient had pelvic floor surgery with a mesh 6 years ago. About a year ago she limited her fluid in take so that she could have a life, which she contributes to causing the bowel issue. The patient had nerve and muscle damage, which she has therapy, that took care of her incontinence over time. But she moved and had bronchitis, thus therapy was stopped and she had incontinence again. She went to see her doctor and that was when she was recommended to have interstim. The patient expressed dissatisfaction that she didn't received 1:1 to assist her on device usage. The patient was assisted patient in going from program 3 at 2.0 to program 4 at 1.0. The patient noted she requires mammogram and ultrasound every 6 months due to something they found. It was later reported on (B)(6) 2013 that the patient was experiencing a loss of therapeutic effect. The patient was going to see the neurologist in 2 weeks. The patient was also diagnosed with orthostatic hypotension. The patient was in home health now and had to use a cane and a walker because of a "muscle nerve study". The patient "had nerve damage from a back surgery in 1977 and that left me now that im older, with incontinence problems which is why I saw the neurosurgeon which is the last thing I wanted to do". It was noted that "after she recovered from the interstim, I walked around for 4 hours in a mall, and went the bathroom twice , then for some reason I had a muscle nerve study, and then it was as though a door slammed in my face and now I have extreme pain and need a walker and a cane". The patient had 3 cortisone shots on both sides of my spine which did not help and they couldn't deaded those nerves, so my life changed drastically". The muscle nerve study was done "about a year ago, not much long after the implant", and also states that "it changed me overnight". The doctor told the patient they see no connection with the interstim and the muscle nerve study. Compatibility guidelines were requested for the following: emg and nerve conduction. Patient services told the patient that we wouldn't anticipate any interactions, and asked if she had an emg test, and if they used it over the interstim. The patient didn't know, and stated "they put needles all over my back that's all I know". Date unknown. ("About a year ago, sometime after the implant"). If additional information is received, a follow up report will be sent.